Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a u.s. 510k number.

Event description:
The customer reported to baxter (B)(4) of a bolsa eva parenteral 500 ml in peel pouch that leaks. The event occurred before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available at this time.